Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the tandem wall adapter into an outlet known to work and wait for at least 30 minutes to see if the pump would begin charging, which was successful.